Event description:
It was reported when the nurse was placing the catheter, she found that the guide wire could not be inserted normally. After withdrawing, she found that there was a missing part at the front end of the guide wire and it was uneven. After the product was replaced, the guide wire was inserted normally. No other information was provided. Additional information received on 05/22/2024: it was reported, is the missing part of the front end of the guide wire still in the patient's body? No. It was not searched with imaging technology, and user thought it was not a detachment from the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a portion of the coiled wire was damaged. The distal tip of the guidewire was observed to be out of focus in the returned photograph so it was not possible to determine if the weld tip of the guidewire was present or not. No obvious evidence of use was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the nurse was placing the catheter, she found that the guide wire could not be inserted normally. After withdrawing, she found that there was a missing part at the front end of the guide wire and it was uneven. After the product was replaced, the guide wire was inserted normally. No other information was provided. Additional information received 05/22/2024: it was reported, is the missing part of the front end of the guide wire still in the patient's body? - no. It was not searched with imaging technology, and user thought it was not a detachment from the catheter.